Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm logs indicated the alarm occurred. The flow valve was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. The patient was switched to manual ventilation. There was no report of patient injury.